Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. Subsequently, this pacemaker was explanted and replaced. This product is expected to be returned for analysis. No additional adverse patient effects were reported.